Manufacturer narrative:
Analysis of the lead (lot no.: va1hbrg) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Other applicable components are: product ID 3389s lot# va1hbrg serial# implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported during the surgery, the electrode resistance was too high so it was replaced with a new electrode to complete the operation. It was unknown what components were involved with the issue and it was unknown what troubleshooting had been done. The cause of the event was undetermined. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was unknown if there were any symptoms involved with the high impedance. The cause of the high impedance was unknown. It was reported the issue was resolved with the new lead. No further complications were reported/anticipated.